Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose. Blood glucose level at the time of the hospitalization was unknown. Customer was hospitalized due to low blood glucose level which was treated with intravenous glucose and peanut butter cracker. Customer also had sever gastroparesis, uti and ear infection. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis.